Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a labor and delivery patient experienced an allergic reaction to an affinity bed/mattress. The patient developed ¿severe itchy eyes, runny nose, and airway issues¿ due to the mattress containing foam. Due diligence was attempted by a baxter representative; however, no further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.